Event description:
Additional information was received that r wave amplitude was observed, but was unsure if due to the device or the right ventricular (rv) lead.

Event description:
Related manufacturer reference number: 2017865-2022-41379 during a remote follow-up, episodes of myopotential oversensing were observed. It is unknown if these were due to the device or the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.